Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that the trouble with their stimulator is that it had lost the program and everything. The battery completely depletes in 2 days and it is not holding a charge. That is when the pain center set up a meeting with a manufacture representative (rep) to get it going again. The patient stated that some days they feel good and do not turn it on. When they do want it on and turn it on, it will be half gone already. The patient charged 2 days prior to (B)(6) 2018 but on (B)(6) 2018, it was down to almost a quarter left. The patient said that these issues happened around (B)(6) 2018 and they met with a rep who was notified in june 2018. That is why they are going to replace the ins. Their replacement surgery is on (B)(6) 2018 so they need to get a hold of the rep. Patient services redirected the patient back to a healthcare professional (hcp) to have a rep paged. The patient also noted that since implant their system gives them a high shock when they move in bed and their stimulation changes when they change position; when they move it changes and does not adjust itself. The patient would follow up with their hcp. Additional information was received from a manufacturer representative (rep) on 2018-aug-31. The rep indicated that they were not made aware of the lost settings/programming and they were not inform ed of the ins not holding a charge. The rep noted that the patient had a battery change on (B)(6) and a post-op wound check on (B)(6) 2018. The patient has a good program with a new battery. The issue has been resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014.product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the ins losing programming was maybe that the patient had one electrode that was not working. This may have been why the patient experienced intermittent or no coverage. The cause of the old ins depleting rapidly was not determined. The bad electrode had intermittent usefulness prior to no longer working. No further complications were reported.